Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their quickset. The customer states their blood glucose level had been over 600mg/dl. The customer treated the highs with bolus and quickset change. The customer states they had bent cannula. Troubleshoot was conducted. The customer was advised replacement sets would be sent.